Event description:
It was reported since implant patient has had increased burning in her right elbow and numbness in her right hand/fingers. Had patient turn stimulation off. Then reprogrammed with lower intensity and burning has not been reported since (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products:¿ product ID 977a275 ,lot# serial# va2gu5m006, implanted: (B)(6) 2022, explanted: product type lead product ID 977a275 ,lot# serial# va2gu5m007 ,implanted: (B)(6) 2022 explanted: product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient is getting burning sensation at the arm and elbow, when patient moved her arm. The issue has been there since implant. The device was intended to cover right shoulder and elbow pain. Rep said patient's fingers always tingles. Patient programmed: 2-<(>&<)>4+, 200usec, 80hz, and 9-<(>&<)>11+, 170usec, 80hz. Rep said the lead moved a little per x-ray from 3-4 weeks ago, no trauma or accidents. Rep thought a short circuit might have caused the issue but impedance check didn't confirm any system issue: 1 600 ohms 2 650 3 670 4 670 5 700 6 730 7 770 8 570 9 470 10 590 11 650 12 670 13 690 14 710 15 740 ohm technical services(ts) had suggested tryinga different electrode combination, and rep tried 11<(>&<)>13, but that didn't resolve the issue because patient still has burning sensation in the arm and elbow, when she moved her arm. The issue was not resolved through troubleshooting. Ts reviewed with rep that she could try and decrease the pulse width in the programming to avoid capturing other area and/or try a different electrode combination to see that might allow capturing the pain area without feeling burning sensation at arm and elbow. Otherwise, patient may need to not move her arm to avoid the burning sensation.

Event description:
Additional information was received from a manufacturer representative. They reported that the cause of the burning sensation in the patient's arm and elbow was not determined. The actions taken to resolve the sensation was tech support recommended they use a low pw of 80 and program to patient's comfort. When the patient left, they were feeling better. The implanting physician looked at the x-ray and didn't think that the lead migrated. Issue has been resolved at the time of report.

Manufacturer narrative:
H6: previously reported fdd code a0104 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.